Event description:
Sensing issues were noted. Patient received inappropriate shocks. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.